Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good condition. The pump passed all the functional tests. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the pump exhibited blockage error. It was reported that the patient changed site and couldn't prime the tubing. No reported adverse event and no reported patient injury.